Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device had a deformed clamping mechanism, staple pushers were flush with the cartridge, and the knife-bar assembly was buckled. The anvil was also bowed. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws, or by attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the colon on a laparoscopic resection of the sigma, the stapler was able to fire, but the reload could not be unloaded from the handle. Another handle was used to complete the case. There was no patient injury.